Event description:
It was reported that the current right ventricular (rv) lead had high thresholds and poor sensing. The lead was explanted and replaced. Additionally, it was reported that the physician felt that the prior right ventricular (rv) lead had a possible malfunction overall as it was noted that the prior rv lead¿s pace/sense portion of the lead had been capped six years ago. The physician elected to remove the entire lead during the current rv lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 ipg, implanted: (B)(6) 2015 ; a 5076-52 lead, implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product was included in a field action, and product analysis found that the product did perform as described in the field action. Evaluation summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo; partial lead in segments returned and analyzed.